Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Hyphema, decreased/impaired vision, and corneal blood stain are identified as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, decreased/impaired vision, and corneal blood stain) are established risks associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4)

Event description:
It was reported that following a right eye (od) cataract plus trabecular microbypass stent system procedure, the patient experienced clotting and excessive bleeding after the stents were placed. Through follow-up, the following additional information was received. The surgeon reported an uneventful stent implantation, and believes that the patient's preoperative anticoagulant therapy led to the event which resulted in a persistent hyphema at two (2) weeks postoperatively and is slowly resolving. Additionally per report, corneal blood staining and decreased vision were observed.